Event description:
The customer reported a ventilator in which the unit will not power up, as exhibited by diagnostic code 1014 (post timer/24v failure). No patient involvement.

Manufacturer narrative:
The power supply assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. The power supply was installed in the fi test ventilator in an attempt to duplicate the reported problem. From testing, it was determined that the test ventilator utilized with the returned power supply did not power up from ac and deliver breaths, the ac led indicator did not activate, and did not transition from battery to ac when ac was applied (the ventilator instead shut down). The test ventilator did power up from the backup battery and deliver breaths. The power supply was attached to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of c56 (lot code: 40 iii hf) was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.41v. The failure of c56 prevented the power supply from operating on ac power.